Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl, a diabetic coma, and high ketones. The customer's health care provider alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer no longer had the pump for troubleshooting with tandem technical support. Reportedly, customer did not have any alert or alarm to indicate insulin was not being delivered, as well as pump history indicated insulin was delivered. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.